Event description:
Implant surgeon reported that a pt came to the hospital complaining about a piercing pain around greater trochanter and left groin. Doctor said that the pt had already an arthroplasty surgery - implantation of trident/abg ii endoprosthesis - in (B)(6) 2011. However since several months pt suffered pain in left hip stem, locomotion difficulties and limited mobility - doctor recalls. Doctor identified aseptic loosening of abg ii stem prosthesis and a revision surgery was conducted. According to the doctor after removing the implant during the revision surgery, a lack of hydroxyapatite coating on the stem's surface was observed.

Manufacturer narrative:
This device is not cleared for sale in the united states but a similar device is commercially available for sale in the united states. The device is not available for evaluation. If additional info is provided, the evaluation results will be submitted in a supplemental report.